Manufacturer narrative:
Follow-up from 08-jul-2015: no further information was provided despite follow up attempt. Case closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 08-jul-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, at removal after insert release, delivery catheter broke and stayed attached into fallopian tube. Physician was able to remove the broken piece and there were no consequences for the patient. The reported event is non-serious and listed according to technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the device breakage was reported in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although patient had no death or serious health deterioration this might have occurred under less fortunate circumstances. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. No further information is expected.

Manufacturer narrative:
Ptc investigation result was received on 29-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed microinsert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. As received, all IFU steps were completed on both systems. The catheter large tight pitch coils of both systems found to be stretched. No micro-inserts were returned. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue and a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 30-sep-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, at removal after insert release, delivery catheter broke and stayed attached into fallopian tube. Physician was able to remove the broken piece and there were no consequences for the patient. The reported event is non-serious and listed according to technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the device breakage was reported in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although patient had no death or serious health deterioration this might have occurred under less fortunate circumstances. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c61992. It was reported that two units were concerned. First essure insert was well placed. For the second essure insert, at removal after insert release, delivery catheter broke and stayed attached into fallopian tube. The surgeon succeeded in removing the broken piece without causing any damage. The event occurred in the operating room during placement which was performed without anesthesia, under meopa. Bilateral placement was performed with the concerned essure inserts. Plain abdomen x-ray showed that the two inserts were a priori well placed. There were no consequences for the patient following the procedure. No further information was provided. Follow up (B)(6) 2015: follow up information received from the pharmacist. Essure was indicated for permanent birth control. Essure placement was done in lithotomy position by natural ways. No other new medical information was provided. Nca reference number from (B)(6) (#(B)(4)) was added. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: as of (B)(6) 2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c61992 (production date (B)(6) 2014 and expiration date (B)(6) 2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue and a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, at removal after insert release, delivery catheter broke and stayed attached into fallopian tube. Physician was able to remove the broken piece and there were no consequences for the patient. The reported event is listed according to technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, a product technical analysis was requested for further evaluation of the event; however since it was reported in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although patient had no death or serious health deterioration this might have occurred under less fortunate circumstances. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. Follow-up information is being sought.